Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: two events, lot # 25093009 for one event and lot # unknown for one event- please lodge new product complaint(s). Two faulty tubing sets identified on 11/12/25. All tubing sets have been discarded. - captured under pr (B)(4). Additional information received from the customer: could you provide the further description of the issue? Summary of incidents that occurred: IV medication has leaked from the safety site port proximal to the pump; a leak from soft part of tubing that threads through the pump chamber above the blue cassette; and leaking below the drip chamber. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. All incidents happened with same patient? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: the customer reported product 2426-0007 was leaking. Samples of 2426-0007 were submitted for evaluation. Sixty-two samples of lot 25093009, seventy-eight sample of 25093171, and one photo, were received. The one photo provided shows a drip at the bottom of the drip chamber, but it does not indicate where the leakage is coming from. A sample size of 59 samples from both lots were tested. The samples were primed with water in order to identify any leakages from the samples. None of the samples of lot 25093171 showed any issues of leakage or any other failures. One sample of lot 25093009 showed leakage at the base of the drip chamber. Further inspection indicates that there was a hole in the drip chamber that allowed for leakage. The customer complaint of leakage was confirmed. The component showing leakage, was sent to the supply investigation group for root cause analysis investigation. After the investigation it was determined that the most probable cause for the issue identified was a discontinuity in the molding process, such as, during the start up of the molding process. The manufacturing records have been reviewed and there have been no other records of components with any abnormalities or damages. A total of 5232 components have been inspected with no issues identified. Production will continue to monitor the issue for future instances. A device history record review for model 2426-0007 lot number 25093009 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.